Manufacturer narrative:
(B)(4). The system error 2240 (air in line) is not confirmed and the root cause of the complaint was not determined. The batch review was performed on the associated lot (h11k19013) with no issues noted.

Event description:
The customer contacted baxter's technical service center (tsc) regarding a system error (se) 2240 which occurred on the homechoice (hc) during a previous use. The home patient (hp) stated the cassettes have been all messed up and it is taking them an hour to setup the machine. The baxter technical service representative (tsr) asked if the hp noticed anything different with the setup the night she had the alarm. The hp stated she was in dwell 2 and all the fluid was gone from the bags. The tsr asked if the hp noticed if any of the bags where leaking, the hp stated no she just turned off the machine discarded the supplies in the morning. The tsr suggested the hp call when having the issue so baxter can trouble shoot. There was no patient injury or medical intervention indicated at the time of the initial report. There was patient involvement.

Manufacturer narrative:
(B)(4). The device had been discarded and the lot number was provided, a batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.